Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported cleaning tank damaged yellow connector and inability to connect the cleaning tube issue could not be determined, however, it is likely that the connector became loose and was damaged, making it impossible to connect the cleaning tube. The cause of the connector becoming loose was likely due to applied stress to the connector toward the loosening direction by the user ¿ user handling/mishandling. The event can be detected by following the instructions for use which states: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. ¿do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The equipment was serviced and verified at the facility. The broken push plate and yellow connectors were replaced. Equipment passed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the push plate of the endoscope reprocessor was cracked. It was also reported that the two yellow connectors were broken. There were no reports of patient harm.